Event description:
Medtronic received information from a literature case report regarding a patient who underwent transcatheter aortic valve replacement with a 29 mm medtronic evolut r system via the right subclavian artery access site. Prior to insertion of the evolut r system, a 14-french dilator was used to dilate the subclavian artery. Following valve deployment, aortography showed moderate paravalvular leak (pvl) and a balloon post-dilation was planned. The enveo r delivery catheter system was withdrawn from the right subclavian artery and a 14-french sheath and balloon catheter were advanced, but resistance was encountered. Aortography revealed a right subclavian artery dissection and extravasation of contrast around the subclavian artery and aortic arch. The patient¿s mean arterial blood pressure decreased (104 to 36 mm hg). Multiple boluses of norepinephrine and vasopressin were administered, and a norepinephrine infusion was started to normalize the patient¿s blood pressure. Concurrently, peak inspiratory pressures increased from 15 to 35 mm hg with decreased tidal volumes (maximum volumes of 50 to 200ml). Manual ventilation via a bag valve mask was initiated and allowed delivery of larger tidal volumes to the patient and stabilization of respiratory status, suggesting that the ventilation changes were procedure related. A transesophageal echocardiography probe was emergently placed, which revealed a hematoma surrounding the distal aortic arch and descending thoracic aorta without evidence of an aortic dissection. Fiberoptic bronchoscopy showed the posterior membranous trachea bulging forward from the level of the midtracheal extending down to the carina, consistent with external compression from the periaortic hematoma. This compression caused a decrease of approximately 75% in the area of the trachea. Subsequently, two subclavian artery stents were deployed, which stopped further bleeding. Ventilation via a bag valve mask was continued due to high inspiratory pressures. Because of continued difficulty in ventilating the patient, an incision was made along the right sternocleidomastoid muscle and dissected inferiorly down to the mediastinal space. Evacuation of the mediastinal hematoma improved ventilation, normalizing peak inspiratory pressures and allowed the patient to be placed back on the mechanical ventilator. The patient was then transported to the cardiothoracic intensive care unit intubated and sedated. The patient was extubated on post-operative day one, transferred out of the intensive care unit on post-operative day four, and ultimately discharged home in good condition on post-operative day seven. Post-operative transthoracic echocardiogram one month later exhibited a well-positioned aortic bioprosthesis with only trace pvl. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.